Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported he hit the infusion device against his palm to move air bubbles during the prime procedure, and this caused the infusion device to shut-down and restart. The infusion device functioned as intended after it restarted. This occurred several times between (B)(6) 2012. He was unable to provide info on the condition of the used battery cover. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.